Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device and no internal action related to the complaint was found during the review. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter. The patient experienced an atrial ventricular heart block and required a surgical intervention. While mapping a pvc with a thermocool smarttouch catheter, due to the movements of the catheter in the heart, the physician caused an atrioventricular (av) block to the patient (probably due to contact with some heart structures). There was no radiofrequency energy that has been delivered at any moment. The procedure was then aborted. The physician had to implant a pacemaker to ensure cardiac rhythm for the patient. There were no technical issues with biosense webster inc. (Bwi) products at any moment during the procedure. There were not able to do mapping or use the carto 3 system. The adverse event was discovered during use of biosense webster products.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).